Manufacturer narrative:
The model# was not provided.

Event description:
Advocate from (B)(6) stated her daughter received a blood glucose reading of 18mmol/l at approximately 8:00am on the contour next link 2.4. She adjusted insulin accordingly and started feeling hypoglycemic; she was dizzy, weak and close to passing out. She ate a lot of food right away and retested at approximately 11:00am. The reading was 27mmol/l. She also ran a blood test on the contour next link and the reading was 2.9mmol/l. The mother, who does not have diabetes also tested her blood on the two meters. Contour next link 2.4 was 15.2 and another meter was 5mmol/l the differences between the readings fall in the "d" and "c" zones of the consensus error grid, making the differences clinically significant. There was no evidence of an adverse event. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.